Manufacturer narrative:
The concomitant ipg is unknown at this time. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming did not resolve the issue. Surgical intervention will be undertaken to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the lead. Effective stimulation was restored post-operative.